Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedances on the right atrial (ra) lead and left ventricular (lv) lead. The values were greater than 2000 ohms. The patient was then scheduled for a revision. This ICD and both the lv and ra leads were explanted and replaced. No additional adverse patient effects were reported.